Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information, the patient has experienced surgical blood loss with transfusion of two units packed cells, restriction of urine, urinary frequency, dysuria, anxiety, fatigue, right leg spasms, pelvic pain, difficulty initiating urination, recurrent cystocele, palpable mesh, nocturia, abdominal swelling, malodorous urine, recurrent urinary tract infections, pyuria, back pain, pelvic pain, urinary urgency, bilateral suprapubic irritation, hematuria, chronic bilateral flank pain, distended and tender urinary bladder, urinary retention, spasms in her legs and feet, possible low grade small bowel obstruction related to adhesions, bladder pain, burning, prolapsed bladder, failed pelvic suspension surgery, marked degradation of quality of life due to severe frequent daily pain associated with three pelvic slings installed, extensive pelvic and abdominal adhesions, abdominal muscle pain, catheter placement, spasms in urethra and right lower back, hesitancy, difficulty voiding, lower extremity spasticity and weakness, clean intermittent catheterization, neuropathy and potential nerve damage secondary to her initial surgery, complication of implanted vaginal mesh, urethral release of sling mesh, and bilateral hip pain.